Manufacturer narrative:
A getinge field service engineer (fse) evaluated and stated that he could not duplicate the described issue. Fse spoke with clinicians and determined they likely had a bath catheter connector. Fse tested device for safety and functionality and returned it to clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance with a fiber optic sensor failure alarm, inner lumen had already transduced prior to customer calling. It was reported that the "plug" orange cable goes into seems loose. There was no patient harm reported.